Event description:
It was reported that a patient implanted with a cascadia titanium interbody and an ozark anterior cervical plate experienced balance issues in their lower extremities post-operatively. It was further reported that the patient fell out of bed and was unable to get up. This report is for the ozark anterior cervical plate.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient implanted with a cascadia titanium interbody and an ozark anterior cervical plate experienced balance issues in their lower extremities post-operatively. It was further reported that the patient fell out of bed and was unable to get up. This report is for the ozark anterior cervical plate.